Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the cause was not determined. Ins was sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an unrelated MRI of the lumbar spine. The scan was noted to take 45 minutes. It was unknown if the scan was for the full duration of 45 minutes or broken up per labeling. Almost 6 hours after the scan, the patient felt warmth at the ins pocket. Impedances were tested and were in normal range. Electromagnetic interference from the MRI was reported. No further complications were reported.

Manufacturer narrative:
H3: analysis of the neurostimulator found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their ins explanted today. The caller reported that the patient was complaining of their ins site feeling hot only when stimulation is on. The patient had tried decreasing their stimulation, but then they were not getting pain coverage, but was not feeling hot. The caller reported when the patient increased his setting to a comfortable level and covering his pain, the patient stated the ins would feel hot. The patient has multiple programs and groups, ranging from 0.8-4.6ma all 55hz-300pw. The impedances are also within normal limits. The patient did report that when the stimulation is turned off the hotness does resolve. The had also tried turning down the charging level, but the ins continued to feel hot. The patient stopped using their ins as a result of the hotness. The ins site looks fine, no redness or infection. No further information was reported.